Event description:
Information received that the bed did not have a working ground wire. No injury reported.

Manufacturer narrative:
Technician found that the bed did not have a working ground wire, replaced power cord to resolve this issue. Unit operating properly.